Event description:
Bilateral mammoplasty with saline implants in mid 1980s (date unk) and pt has no records of type implants or surgical procedure. Pt began psychiatric treatment in 1989. They have so many aches and pains from head to toe. Have had gall bladder removal, ulcers, major depression, skin rashes, bumps (viral or psoriasis) burning in breasts, shoulder and chest pain, muscle spasms, headaches, visual loss, loss of concentration, loss of strength, flexibility, stamina. Have been on disability from employer for 4 yrs and can no longer participate in activities like bowling (which they did of years), cannot walk for long due to joint and muscle pain. Become extremely fatigued on exertion and short of breath quickly, though heart is fine. Have morning edema in hands and face, and throughout the day in legs, hands, and feet. Pt has seen many physicians without any true change in condition including internist, psychiatrist, neurologist with multiple treatments including trigger point injections and med, but massage helps the most but does not rid problem or pain.